Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; installing an implant in a non-optimal position.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where two implants were placed. The patient did well initially, but later reported radicular pain symptoms. The surgeon determined that the cranial positioned implant had breached the sacrum and had impinged on the nerve root. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the cranial positioned implant and added a iliosacral screw in a different position. The patient's pain complaints resolved following the revision procedure.